Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had a touchscreen failure. Reportedly, calibration of the touchscreen to correct the issue was not successful. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR : 06/06/2019. The service technician replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.